Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported when setting up for the case the scrub nurse opened the trocars. The nurse tried to arm them by pushing the red button down but it would not stay down. There were three trocars opened that had the same problem. They opened some that worked. The devices were not used on the pt. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55603/j. Device-b. Based upon inquiry info rec'd, visual examination and functional test, the reported event was confirmed. Three instruments in good condition were rec'd, two in one bag and the other one in a different bag. The two instruments that came together were labeled as a and b. Instrument a was tested and was found to be intermitently arming. The instrument was measured and found to be skewed. The mfg business unit is aware of the reported event.